Manufacturer narrative:
It was reported that a communication failure occurred during surgery. A DHR review and a complaint history review was performed and did not identify any contributory factors to the event. Analysis of data logs determined that the cause of the communication error is the known design defect: controller error detected as a udp socket timeout. UDI # : (B)(4).

Event description:
When clearing the patient after placing the first trajectory, a communication failure occurred. The field service engineer believes that while she was switching the surgeon to free and fast, the surgeon was still trying to pull on the arm, resulting in an applied force that caused a communication failure and the robot to shut down. After rebooting, the surgery continued without any issues. No patient impact, patient was already under anesthesia and first incision had been made. Delay to case less than 5 mins.